Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon leak and failure to inflate a balloon occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was advanced to the target lesion but would not inflate during the first dilation. The device was removed and leakage of contrast media was noticed at the proximal side of the device. It was suspected that there was a hole in the balloon. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address (B)(6). Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was inflated. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied. The balloon could not be inflated due to a leak in the shaft of the device. A visual and microscopic examination could find no issue with the balloon or blades that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the surface of the balloon. A visual and microscopic examination found no issue with the profile of the devices markerbands which could have contributed to the complaint incident. A visual and tactile examination of the device identified no kinks on the shaft of the device. Traces of blood were identified within the shaft and balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a pinhole located approximately 46mm proximal of the proximal balloon bond. A microscopic examination of the pinhole identified abrasions around the site of the pinhole. These abrasions are an indication that the shaft of the device had an interaction with something. A visual and tactile examination identified no kinks or damage to the hypotube of the device. The tip section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon leak and failure to inflate a balloon occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was advanced to the target lesion but would not inflate during the first dilation. The device was removed and leakage of contrast media was noticed at the proximal side of the device. It was suspected that there was a hole in the balloon. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.